Manufacturer narrative:
(B)(4).

Event description:
Same case as mr ID: 2134265-2016-06654. It was reported that recapture difficulties and a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device & delivery system was inserted into a watchman ® access system and deployed. During recapture of the closure device, the access system became kinked and the closure device was unable to be recaptured. The physician removed the whole system from the patient and the procedure was aborted. The patient woke up fine from the anesthesia and there were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access sheath (was) and watchman delivery system (wds). The wds was inside the was as received. Blood was on the device as received. Multiple kinks were found along the length of the shaft. The shaft was damaged (buckled) between 4cm and 5cm from the tip. The tip was damaged. An anchor of the implant was protruding through the was shaft 4cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as mr ID: 2134265-2016-06654. It was reported that recapture difficulties and a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman laa closure device and delivery system was inserted into a watchman access system and deployed. During recapture of the closure device, the access system became kinked and the closure device was unable to be recaptured. The physician removed the whole system from the patient and the procedure was aborted. The patient woke up fine from the anesthesia and there were no patient complications.